Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The subject device is not available for evaluation as attempts were made to retrieve the device, but no device was returned. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hld, multiple sclerosis, dm, cad, ckd3a, hepatic steatosis. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Event description:
It was learned through implant patient registry and medical records that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 6 months due to leaflet calcification, severe stenosis and regurgitation. The patient presented with severe sob, chest pain, and near syncope. The explanted valve was replaced with a 21mm 11500a valve. Per medical records, the patient presented with severe sob, chest pain, and syncope. A pre-op echo (B)(6) 2025) initially suggested ppm and another pre-op echo (B)(6) 2025) revealed aortic stenosis. A redo sternotomy was performed to explant and replace the 21mm manga ease with a 21mm inspiris valve. Intra-operatively, a tee confirmed severe aortic stenosis with regurgitation. The previously implanted valve was severely degenerated with significant thickening of the leaflets and calcifications built-up along the edge. The old bioprosthesis was very carefully removed and a 21mm 11500a valve was implanted in replacement. The patient was then weaned from cardiopulmonary bypass without any difficulty. The procedure was completed without complication and the patient was taken to the ICU in stable condition. The patient was discharged pod #5. Per pathology report, the 21mm 3300tfx was received and found to have necrotic tissues with calcification. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.